Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and is cracked/fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue was due to repeated use of this instrument over the 7 year field life; which causes wear and tear to the instrument and led to fracture. Per IFU, end of life is normally determined by wear and damage due to use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic femoral impactor piece fractured as the surgeon was impacting the femur during an initial surgery. The surgical technique was utilized and no pieces fell into the patient. There was no surgical delay. Another impactor was used to finish the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.